Event description:
It was reported that during a routine follow-up, the ventricular lead exhibited loss of capture. The lead was explanted and replaced on (B)(6) 2015 without complication.

Manufacturer narrative:
(B)(4).